Manufacturer narrative:
The biomed stated he believed the repair was an adjustment issue, but he does not remember for sure what was done to repair the stretcher.

Event description:
The accounts biomed alleged when he engages the brake/steer pedal into brake, the caster still rolls.